Event description:
It is reported that the instrument broke while trying to remove a screw.

Manufacturer narrative:
Evaluation summary: the screwdriver has some rust on it and appears to have been over used and autoclaved multiple times. The tip has fractured due to possible wear out and overloading at the tip. Stripping and/or fracture may be predominately due to improper and/or off axis seating of the driver into the hex of the screw, or failure to pre-tap very hard or dense bone prior to insertion of the screws, or a combination of both. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to specifications. (B) (4). Total number of events: 12. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.